Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) 2021: zta-d-28-160-w1/e4060008 and zta-de-30-108-w1/e3831643 were placed in the abdominal aorta and thoracic aorta. Patient outcome: (B)(6) 2021: the patient expired due to cholesterin embolism.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 79-year-old male patient underwent a tevar (thoracic endovascular aortic repair) on (B)(6) 2021 with a zta-d-28-160-w1 (complaint device) and a zta-de-30-108-w1, which were implanted in the abdominal and the thoracic aorta. It is unknown in what order the devices were placed. The patient´s preexisting condition was reported with multiple cerebral infarctions and chronic renal failure. The patient was transferred to ICU after tevar and started on dialysis the following day. The color of patient´s right toe gradually deteriorated. The right foot amputation was performed due to gangrene. The patient was intubated and placed on a ventilator due to respiratory failure. It was reported that the patient expired due to cholesterin embolism on (B)(6) 2021. The physician states that embolism caused by blood clots including atheroma alone does not cause death. The physician assume that it is likely that cholesterin crystals caused embolism at the micro level, resulting in acute multiorgan failure and death. The autopsy was not performed. The physician states that it is unknown if the death was related to the devices. Per the clinical assessment ¿the information in this complaint is very sparse thus no direct link between the device used and the patient¿s death can be established¿. Review of the device history record gave no indication of the device being produced out of specification. Per the IFU, embolization (micro and macro) with transient or permanent ischemia or infarction is a known adverse event. Based on the provided information and the clinical assessment it has not been possible to establish the cause of the reported event. It is noted that a zta device was used in the abdominal aorta which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.